Event description:
Reporter alleged obtaining discrepant blood glucose results of hi (or greater than 600 mg/dl) back to back with a result of 172 mg/dl when testing was performed 10 minutes apart on the advantage system. Reporter stated taking normal medications when the comparison was performed and no other actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.